Event description:
Product analysis was completed on the explanted generator. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. Both representative leads and a reference pin gauge were inserted and removed from the generator header without difficulty. There were no adverse functional, mechanical, or visual issues identified with the returned generator. A user facility report ((B)(4)) was also received on (B)(4) 2012. The user facility report stated that high impedance, greater than 10,000 ohms was observed during a generator replacement procedure.

Event description:
It was reported by the surgeon that the patient was in revision surgery due to high impedance that was first observed by the patient's neurologist on (B)(6) 2012. When the generator was replaced, the high impedance resolved. The surgeon indicated that when he performed diagnostics on the old generator, after it was removed, he obtained high impedance as well. Generator diagnostics were then performed with normal results. The surgeon also indicated that he attempts pin re-insertion with the old generator prior to replacing it and still had high impedance, 10,000 ohms. The explanted generator has since been returned to the manufacturer on (B)(6) 2012; however analysis is not yet complete.